Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two peripheral (off-label) leads with same lot numbers. It was reported the pt experienced ineffective/unwanted stimulation near the ipg site. X-rays indicated both leads migrated to the ipg pocket. Surgical intervention will take place to address the issue.